Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, low blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 400 mg/dl and as low as 36 mg/dl. Customer tried to change their basal rates but was unable to resolve the fluctuating blood glucose levels. Customer realized they used a defective reservoir which resulted in high blood glucose levels. Customer advised they would start using a new box of reservoirs and discontinue using the old box.